Manufacturer narrative:
One decontaminated sample with lot number 629986364x was received for evaluation. After performing an inspection the condition reported was not observed, the product specifications met quality acceptance criteria. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. After an evaluation of the sample for the reported leaking in the bonding between the white and clear components of the yankauer and according to the product specification, the bonding between these components is not sealed (only 2 sides out of 4 are sealed with solvent), therefore these products have never been sealed and meet all the product acceptance criteria, form fit and function. The potential failure mode reported by the customer could have been generated by an external factor not related with the device performance. There are no corrective actions deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported procedure: avr. Product was used with pump oxygenators. It did not aspirated. The customer tested the product after surgery, it was confirmed air leaked from connector between tubing and handle.